Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - leakage past stopper. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had leakage past the stopper. The following information was provided by the initial reporter: material#:302995, batch#: 4326484. It was reported by customer that the drug is escaping the black stopper and leaking into the barrel of the syringe. Rcc received a complaint via email. Injuries or adverse event: no, item: 302995, quantity affected:1bx, serial/lot number: (B)(6), po: (B)(4), are any samples available for return? No, reported issue: per customer ¿our pharmacy team reported the following syringe malfunction, when mixing chemotherapy medication. The drug is escaping the black stopper and leaking into the barrel of the syringe.¿ customer disposition request: credit. Additional information provided: please provide the date of event. March 13 and 19, 2025. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm. The negative outcome was hazardous medication leaked from the barrel of the syringe out through the plunger. Thereby impacting the sterility of the medication drawn up and exposing the healthcare worker to the hazardous medication.